Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization. The customer initially called to inquire about their model pump, but mentioned being in the hospital for what could be diabetic related incident. The customer declined to provide any further details and states they will be calling back at a later time to document. No further assistance provided at this time.